Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels were not included in the report. Customer's mother stated that the infusion set was changed several times, but did not resolve the issue. Customer will call back and troubleshoot with the insulin pump. Product is not being returned or replaced.